Event description:
A healthcare facility in australia reported that the manometer needle of an rd900 neopuff infant resuscitator would not move smoothly up and down. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were faulty. The device was disassembled, and it was found that there was excessive grease on both valves retaining ring's outer lip and around the top of the adjustment knob sticks which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that the manometer needle of an rd900 neopuff infant resuscitator would not move smoothly up and down. There was no patient involvement as the issue was found whilst the device was not in use on a patient.